Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false episodes of undersensing were being stored on the implantable cardiac monitor. No programming changes were made. The patient experience no adverse consequences.

Manufacturer narrative:
Correction: serial number should have been (B)(4) not (B)(4). Correction: lot number, expiration date, UDI , implant date were all updated based on corrected serial number. Correction: device manufacturing date updated to dec 11, 2017 based on serial number.